Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce, which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pyxis server was inaccessible. A technical support specialist had dialed in to the all-in-one server. The specialist logged in to the server and found an error. The certificate details on the server were checked, and an error was found indicating that windows was unable to verify the certificate. Knowledge article (certificate expired on website) was followed. Internet information services were reset using cmd. The server and health sight viewer were checked, and no further errors were found. The system functioned as intended after the technical support specialist had troubleshot the device.

Event description:
It was reported when using the bd pyxis¿ es server, this was inaccessible and was not able to transmit new patients, meds, etc to pyxis from cerner. The customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.